Event description:
A physician reported that the patient underwent lasik but does not know his pre-lasik (laser-assisted in situ keratomileusis) measurements. Based on results physician recommended a company lens and it was implanted. After surgery, 10-0 was put in the main wound as it was leaky. Pow (post operative week) 1 yields crisp vision 20/20 with minimal corneal edema, toric markers aligned, then the 10-0 nylon was removed from main wound at 45 degrees. Pow2 yields crisp 20/20. No clinical corneal edema seen, toric markers aligned. Pow3 patient being seen to assess for stability of mrx (refraction). Additionally patient experienced astigmatic refractive surprise. Surgeon thought that the residual refractive error is from posterior corneal astigmatism for that they don't have the technology to measure. So, the patient was dissatisfied with vision and interested in iol (intraocular lens) exchange, which surgeon inclined to offer within the next few weeks. Additional information has received and it states that there was no impact to the patient and likely planning for iol exchange. Additional information has received and it states that the patient experienced blurry vision. Clinical reason being mentioned as anisometropia and residual refractive error. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).